Event description:
Two to five months after implantation, the pt had good pain relief and stimulation coverage. However, there were coupling and or communication issues between the implantable neurostimulator and the recharger. The pt was unable to get any black bars on the recharger to darken. An x-ray showed the battery had flipped (date not reported). The pt was scheduled to have a revision, but he manually flipped the device back over himself before the surgery. When the pt recharged afterwards, he got all 8 black bars to darken. He continued to get good pain relief and stimulation coverage.